Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a single patient was not appearing on the pyxis server. The customer reported that the patient details were visible in epic and ephi but were not showing in pyxis. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 21-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the single patient was not shown on the pyxis. A technical support specialist dialed into the es server (es10051904app) and reviewed the patient visit and order information. The investigation showed that one visit record was in a discharged status, while the second visit record was a temporary visit that had already expired and contained no active orders. Because the patient temporary visit was expired, the patient was not visible at the pyxis station level. The tss informed the customer that a resend of the adt a01 admit message was required to correct the patient status. The customer later confirmed that the issue had been resolved on their end and approved closure of the case. The system functioned as intended after the technical support specialist investigated the issue.